Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they were having a couple issues with their interstim device and their doctor was out of town this week so their nurse told them to call the manufacturer. Patient said they knew they were coming up on their 5 year implant date. Patient said ever since their motorcycle accident in (B)(6) 2024 their interstim would "shock the crap out of them." Patient said it wasn't often and just happens randomly, patient could just be sitting there and all of a sudden get shocked or walk into the store and get shocked, it would feel like they put their finger in a socket. Patient was told after the accident that their understanding was that the interstim was more than likely fine because it was "protected or something." Patient said normally they could always feel faint stimulation sensation in their foot no matter what setting they were on but they've had a change in stimulation sensation because for the last 2 weeks they couldn't feel that stimulation in their foot anymore. Patient said when they went to increase the stimulation settings "the other day" and they felt stimulation every where else but their foot and felt everything else tensed up and not moving at all. The patient said they were on program d and had increased from they think 4 to 7 and 7 was too strong so they went back to 6. Patient said "everything else" [in their body] was locked up because the stimulation was too strong when they kept increasing stimulation. Patient has not noticed any improvement in their symptoms since increasing the stimulation. When patient went to increase the setting it took them about 20 times before communicator finally connected to handset and patient said the bluetooth was having issues, patient said they had never had an issue with the bluetooth before. Patient wondered if it was time to replace the implant battery so that their therapy would "go back to normal". Patient said they also got their first urinary tract infection (uti) in quite a while so they felt like this was the start of a downfall telling them that something wasn't right. Patient said they got their interstim for urinary retention. Patient said their bladder doesn't work and without the interstim they can't pee. Patient said they have had issues with not being able to pee. Patient said they would go to the bathroom and have to go to the bathroom again 10 minutes later or they can push on their bladder and notice that it still feels full. Patient said they didn't have the external equipment during the call but they had gone into their implant battery status and had seen that their implant battery had a check mark and says okay. Patient said the only program that worked for them was program d and they had increased it twice and couldn't increase any further because if they did they couldn't move their legs. Patient said they had gone through all the settings so they were given additional programs. Ps reviewed general information and redirected patient to their doctor. Patient services reviewed that the doctor can invite the manufacturing representative (rep) into appointment.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.